Event description:
It was reported that effective therapy was never established for the patient. Surgical intervention was undertaken on (B)(6) 2023 in which the patient's system was explanted to address the issue. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000106812. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Manufacturer narrative:
Corrected data: section b1 - adverse event checked. Section b2 - other serious (important medical events) checked. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.